Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race was not provided for reporting. This report is for one (1) band aid brand bandages emoji assorted 20ct USA (B)(4). Lot # is not available. UDI # (B)(4), upc = (B)(4), expiration date= na, lot number = ni. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: unknown pain medication - consumer stated as needed for use and dosage device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported that on (B)(6) 2019 she used a band-aid brand adhesive bandages (B)(6) emoji 20ct for 6 hours on a bruised knee. Upon removal of product, the skin under the band-aid was red, the consumer had a rash and a welt. The consumer sought medical attention and received an unknown prescribed cream. After the consumer stopped using the product, the symptoms have improved, but not completely healed.